Manufacturer narrative:
Information contained in this record was previously submitted through 410psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation, bubbles, brown particles, weight was to the specification, and creases/folds. Base on the device analysis the final assessment is that there were no issues found related with the manufacturing process. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "inflammation response¿. The device has been explanted.